Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 7 495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 74001, lot# n321130, implanted: (B)(6) 2013, product type: adapter. Product ID: 3887-33, lot# j0120853v, implanted:(B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported that the patient stimulation was turning off. This occurred about 1.5 months prior to the patient replacement surgery, which was three days before reported event. It was noted that the patient had high settings and the battery depletion was due to normal battery life. The stimulator would turn off and the patient would see yellow light on the patient programmer for the stimulator battery. It was reported that the patient would just turn stimulator back on and adjust. Additional information has been requested, but was not available as of the date of this report.